Event description:
Healthcare professional reported ¿seroma (within 12 months)¿ and "grade: (¿b)". This record is for unknown side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade iii.